Manufacturer narrative:
Relayed by the per: root cause determined to be instrument damaged or worn beyond useful life. Complaint confirmed, instrument was damaged or worn beyond its useful life. Visual review shows excessive wear on the exterior edges and surfaces. Cut marks are present on the top of the trial. Fracture was confirmed. Product likely left biomet conforming. Due to a lack of lot number, manufacturing and deviation records could not be requested. Review of complaint history found no additional issues reported for this part. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 01-50-1500, there are warnings in the package insert, under care and handling of instruments. Relayed results to sales rep via email on dec 1, 2014. Condition is addressed in package insert. Review of the complaint history found no additional issues reported for item: 32-483760 / complaint category: functional: instrument fracture. A complaint history search for item/ lot: combination was unable to be performed due to insufficient information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Operational context caused or contributed to event; known inherent risk of procedure

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, a trial bearing fractured during insertion. Another bearing was used to complete the procedure.